Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. The customer's device was not returned to stryker for evaluation. Stryker informed the customer that their device is end of life, it is not serviceable and it is no longer under warranty. Stryker recommended that the customer remove the device from service and a replacement device be obtained. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device did not analyze any heart rhythm using the paddles lead. This issue has the potential to either delay, or prevent, defibrillation from being delivered. This issue is patient related; however, there was no adverse patient outcome reported.